Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has been returned for evaluation. The information provided states: ¿during meniscus repair surgery, both t1 and t2 of the fast-fix were deployed simultaneously¿. Visual assessment of the device showed bent needle. The depth limiter has been cut to the surgeon¿s desired length. One t was returned with a cut suture. Human matter was found on device. An exact root cause cannot be determined with confidence. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during meniscus repair surgery, both t1 and t2 of the fast-fix were deployed simultaneously. The procedure was completed with a delay of under 30 min, using a s+n backup device and all ts were removed from the patient. No further complications were reported.